Event description:
It was reported that unacceptable high capture threshold was observed. Patient was asymptomatic. The lead was extracted and replaced. Patient was in excellent condition post-procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.